Event description:
Hcp reports a pt experiencing intermittent on/off of their dbs device since replacing the right side 2006. The pt has a device implanted in both the right and left chest wall. The left device was implanted in 2004 and the right device was implanted in 2006. Starting four months later, the pt reported both devices turning on and off intermittently. The pt was seen in the clinic for troubleshooting. A diary was kept to log when and where the devices were turning on/off. Changes in emi exposure were reviewed with no recent emi exposure recalled. The pt has been referred to another physician for "intervention." There have been no pt symptoms or injuries reported and the pt has not had any falls or recent medical procedures. A follow up report will be sent when add'l info is rec'd. See MFR report#3004209178200602162.